Manufacturer narrative:
No product was returned for evaluation as it was left in-situ with no revision procedure planned. Radiographs provided confirmed a screw fracture. It is unknown if the patient followed post-operative activity restrictions. The root cause of the screw fracture is unknown. Labeling review: potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) ..." "...patient education: the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..."

Event description:
On (B)(6) 2019, patient underwent a revision procedure to remove a previously implanted construct at the l3 to l4 vertebral levels and to extend the construct from vertebral levels l4 to s1. The revision went as planned with no issues. In a subsequent routine 4 month follow up, it was discovered that there was a unilateral screw breakage at the s1 level. The patient is currently asymptomatic and no revision procedure is currently planned.